Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: 3.8, lab: 5.7; 11/08/2012, 4.4, 5.8. Therapeutic range = 2-3.